Event description:
The patient called to report that pt had been getting higher blood glucose values over the past few days while using the suspect device. Pt reported getting a result of 351 mg/dl and taking insulin. Pt began to feel poorly and retested at 307mg/dl. Pt gave self more insulin and continued to feel poorly. Pt then called the paramedics. Pt was transported to the ER. The emt's did not check pt's blood glucose. At the hospital pt's blood glucose was 44 and 47mg/dl on a hospital meter. Pt was placed on an IV drip and given orange juice. Pt's doctor adjusted pt's insulin dosage. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.